Event description:
The patient underwent catheter ablation for atrial fibrillation on (B)(6) 2015. The procedure was tolerated, and there were no adverse events. On (B)(6) 2015, the patient was admitted for symptoms of pericarditis, including chest pain. A chest CT showed tiny pericardial effusions and tiny bilateral pleural effusions. The patient also had odynophagia and a suspected esophageal injury. On (B)(6) 2015, an egd was performed and an esophageal ulcer was identified. The patient's injury was monitored for a week. On (B)(6) 2015, an egd was performed and an esophageal fistula was identified. On (B)(6) 2015, the patient had an esophagectomy for the esophageal perforation.